Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnant, no intrauterine pregnancy seen (suspicion of ectopic pregnancy)") in a (B)(6) female patient who had essure (batch no. 524496) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced another three pregnancy episodes which captured under the cases (B)(4) respectively. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : ectopic pregnancy with contraceptive device" incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnant, no intrauterine pregnancy seen (suspicion of ectopic pregnancy)") in a 30-year-old female patient who had essure (batch no. 524496-inv 624496) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced another three pregnancy episodes which captured under the cases 2017-227799, 2018-114116 and 2018-116147 respectively. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : ectopic pregnancy with contraceptive device" lot number 524496 is invalid. Lot number: 624496 manufacture date: 2007/05 expiration date: 2009/04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-oct-2018: quality-safety evaluation of ptc (product technical complaint ) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.